Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse went onsite and found the pr3 regulator is worn and needs replacement due to stripped head.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that the pr3 regulator needs to be replaced because the screw on it is completely worn and cannot be turned. There is no indication of patient harm.